Event description:
Pentax medical became aware of a complaint that occurred in the united states. The customer reported "no video/error msg, scope not connected" involving a pentax medical ultrasound video gastroscope model eg-3670urk, serial number (B)(4). The event was reported to occur in the operating room before use. There was no report of death, serious injury or other significant/important medical event. The loaner endoscope was received by pentax medical for evaluation on 22-oct-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the service technician found the endoscope passed all functional testing and document the following inspection findings: unit tested all function pass, passed wet leak test, customer complaint not stated, passed dry leak test. Model eg-3670urk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. The endoscope is awaiting approved by final qc as of 14-nov-2021.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.